Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a trial patient via a manufacturer¿s representative (rep). The rep reported that they were unable to remove the lead at the lead pull. The rep reported that it was unknown what could have contributed to the issue. The rep reported that neurosurgery was contacted by the clinic to assist with removal. Additional information was received from the rep on 2018-05-08. The rep reported that it was undetermined why the lead couldn¿t be removed. The rep reported that neurosurgery was consulted and the lead was surgically removed 1 day later. There were no issues with the device or therapy and the patient had a very successful trial prior to the issue with the lead. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Product ID: 977d260, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were able to speak to the patient¿s daughter and she informed her that the lead was in fact not surgically removed, when the physician removed the bandage the lead came out with it, without any surgical intervention. The rep reported that there was no issue with the device or lead and it was determined by the physician that this was likely anatomical or due to scar tissue from the many procedures the patient had prior to trial. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required.